Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lv lead had an impedance greater than 3000 ohms. The pacing vector was changed from lv3 ring to lv4 ring to lv1 tip to lv4 ring. The impedance was then 809. The lead remains implanted.